Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that there was stimulation in the wrong location. The patient was having problems getting the stimulation where it needed to get to. ¿I have rolled over quickly and then I caught the battery pack in the upper part of my butt and the other time is when I twisted.¿ the patient felt it in their abdomen and sometimes it would go to her knees instead of going down to her toes. This was in reference to her stimulation feeling. This began over the past week. She was also having pain ¿where they cut into my back and cut muscle.¿ the top of the battery pack was more forward than the bottom of it. ¿it¿s like at an angle and over the past couple weeks it¿s starting to almost get to a 90 degree angel from where it was.¿ the patient started noticing this when she first started having problems with the stimulator and the patient tried to pull it up and use lydoderm patches. Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, if any intervention was required, if the issue was resolved, and if the patient had any further concerns. This event will be updated if additional information is received.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that she had problems from the start, the device never worked since implant. The patient stated that the healthcare professional had problems implanting the device. The patient reported that she always has issues going down right limb and has rsd. The patient stated she lost 100 pounds in seven months and started catching the battery pack with chair in arms and it sits at an angle. The patient couldn't sleep at night because of the pain and suffered vertigo last month. The device had never been on; the patient stated she just let the device go dead. The patient remembered problems in the operating room implanting the device, it was too painful after 15-20 minutes and it never got to the right spot in the legs and was too uncomfortable.